Manufacturer narrative:
(B)(4). Method: the device was reported not to be returning to the manufacturer for analysis; therefore, no testing methods could be performed. A lot number was received and a review of the device history record (DHR) was performed. Results: no testing methods were performed, therefor results cannot be obtained. According with the results of the DHR review, the production lot met all manufacturing and quality specifications. Conclusion: testing could not be performed on the device as it was not returned. The lot number provided met all specifications at release. It was mentioned that analysis was performed on a device using just sailing, however the reporter did not provide methods used and it is unknown if the ±15% specification was taken into consideration. We have requested for additional information, however at the time of this report additional information has not been provided. Should additional information pertinent to this event become available, halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: unk. Flow rate: 5ml/hr. {please reference 2026095-2015-00223 a, 2026095-2015-00225 c}. Incident 2 of 3: a maude report was received reporting incidences of faster flow while using a homepump c-series device. Per the reported incident, the total infusion time was supposed to be 46 hours. However, the infusion ended in about 31-32 hours. It is unknown what the start and stop times were and the date of event. No patent consequence was reported.